Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited less than one percent pacing and high thresholds of 4.5 volts at 0.5 milliseconds. Boston scientific technical services (ts) discussed the lv lead could be sensing the atrial activity and advised to reprogram sensing configurations. Additional information received the lv lead was dislodged and was pulled back in the coronary sinus main body per fluoroscopy. At this time, the plan is to monitor the patient. The lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.